Manufacturer narrative:
The sensor was investigated and the issue was confirmed during investigation in-house. The investigation shows the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where patient experienced early sensor retirement leading to sensor removal and replacement.